Event description:
Reporter alleged discrepant blood glucose results during back to back testing. Customer stated glucose measured 50 mg/dl back to back with a result of 150 mg/dl whent testing was performed 1-2 minutes apart. Customer indicated feeling low blood glucose symptoms at the time of the comparison. Additional discrepant back to back results were reported of 57 mg/dl back to back with 94 mg/dl performed at the same time, another result of 58 mg/dl performed 3 minutes later, and a last reading of 104 mg/dl 1 minute afterwards. As a result of the comparisons, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.